Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited inappropriate mode switch due to noise oversensing. Programming changes were made and the patient was in stable condition.